Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on 09/20/2014 a patient reported the omnipod teflon cannula caused infection resulting in hospitalization on two occasions. The omnipod mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).